Event description:
The reporter indicated that the surgeon noted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -10.50 tore/broke before/during loading on (B)(6) 2024. The damage occurred during loading. There was no patient contact. The lens was not implanted. On the same day separate surgery a replacement lens of the same parameters was implanted into the right eye (od) and the problem was resolved.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).